Event description:
It was reported that the customer's reservoir was full of air bubbles about one eighth of an inch in size. Customer stated his insulin pump was not rewound with the reservoir in place. Insulin was reportedly stored at room temperature. Customer had already changed the reservoir out. His blood glucose was 212 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.